Manufacturer narrative:
The device was returned to resmed for the two year preventive maintenance. During evaluation, it was confirmed that the device failed to complete its internal self-test. Review of the device logs found a single occurrence of system fault sf218. Internal inspection found water damage to the pneumatic block (pb) and the device internal components. The evaluation determined that the device self-test failure and the error message were due to water damage in the pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating main board processor error and the device failed to complete its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.